Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deformation was observed as a kinked sheath. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that may contribute to a kink include, but not limited to; difficult insertion, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a large-bore artery (>8f) sheath hole prior to a transcatheter aortic valve replacement procedure. Reportedly, the device curled up and it was noted upon removal. It is unknown at what point during the procedure the malfunction occurred. There was no resistance noted before the device tip curled up. The procedure was completed. Another unspecified suture was used in the pre-close technique to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.